Manufacturer narrative:
Corrected "model #", "serial #", "device manufacture date", and "PMA/510(k)" based on the initial evaluation of the device.

Event description:
Alleges attempting to charge batteries when she smelled an electrical smell and saw smoke and fire inside the battery box.

Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges attempting to charge batteries when she smelled an electrical smell and saw smoke and fire inside the battery box.

Manufacturer narrative:
Only the 5a charger was returned for evaluation. The electrical failure inside the enclosure was due to both leads on the ac receptacle (iec connector) being dislodged from the pcb of the charger. There was no evidence of fire on the returned charger. [(B)(4)].

Event description:
Alleges attempting to charge batteries when she smelled an electrical smell and saw smoke and fire inside the battery box.